Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000121180. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-01277. It was reported that during patient's procedure (see related manufacturer reference number 3006705815-2023-01277), after existing lead were removed and prior to a lead placement, the patient aspirated while under sedation, as such, the procedure was abandoned, and remainder of system was explanted. No further interventions were taken. Patient later admitted to drinking water throughout the day. It is believed that is doing okay.